Event description:
It was reported there was a pocket revision due to alleviate 'bow stringing' tension. The patient was still having ongoing issues with tight wires in his neck after the revision. The implantable neurostimulator (ins) and leads remained implanted and in service. It was noted the patient had no symptoms, no injury, and no adverse event.

Manufacturer narrative:
Product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2009 product type extension; product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2009 product type extension; product ID 37642 serial# (B)(4) product type programmer, patient; product ID 37092 lot# 244080002 implanted: (B)(6) 2010 product type accessory; product ID 3389s-40 lot# v297034 implanted: (B)(6) 2009 product type lead; product ID 3389s-40 lot# v297034 implanted: (B)(6) 2009 product type lead. (B)(4).

Event description:
When contact for follow up information, it was reported that nothing further had been heard from the patient since the revision. If additional information is received, a follow up report will be sent.